Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc performed troubleshooting with the customer. The customer performed a chemical wash five times. The customer cleaned reagent 1 and reagent 2 drains. The customer performed quality control (qc) and patient samples, resulting out of range. A siemens' customer service engineer (cse) was dispatched to the customer's site. The cse decontaminated the instrument. The cse checked the instrument probes. The cse replaced the hm probes. The cse performed a chemical wash five times. The cse reviewed the qc, resulting within range. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on two patient samples on a dimension xpand with hm instrument. The initial results were flagged with "assay range/dilution" and not reported out to the physician(s). For sample ID: (B)(6), the customer repeated the same sample on an alternate instrument, resulting lower. For sample ID: (B)(6), the customer repeated the same sample on the same dimension xpand with hm instrument, resulting similarly to the initial result. The customer repeated the same sample on an alternate instrument, resulting lower. The alternate instrument results were reported out to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated cardiac troponin results.